Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicate the lot met all release criteria. A lot history trending review was performed and there are no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, an evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that a fourth embolization coil was being placed at the treatment site. During an attempt to reposition the coil by pushing and pulling it, the coil detached. The detached coil segment was removed in its entirety with a snare, without complications, and the procedure was completed successfully. There were no negative outcomes due to the procedure and the patient's current condition was reported to be "good."